Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient had a head trauma. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The user suffered from a head trauma. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma. Re-implantation is considered.